Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-23, serial/lot #: (B)(6), ubd: 02-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately prior to the implant of this transcatheter bioprosthetic valve, into a patient with a previous surgical aortic valve (sav) (manufacturer unknown), a "leaflet modification" occurred prior to the transcatheter aortic valve going into the body. There was reported difficulty crossing the patient's previous sav, and the delivery catheter system (dcs) was removed. The physician changed the guidewire and added a snare to cross the sav. Sentinel device was removed at this time due to lack of access sites. Guide catheter was inserted in the chance coronary intervention was needed post valve deployment. The valve was implanted. It was reported that the patient had a stroke and was unable to move one arm. No additional adverse patient effects were reported.

Event description:
Additional information was received that once the delivery catheter system (dcs) could not traverse the non-medtronic surgical aortic valve (sav), the dcs was withdrawn from the patient. It was noted that the inline sheath and wire lumen ports were flushed and the same dcs was reintroduced after wire exchange. A medtronic confida wire was used first, and then a non-medtronic guidewire was used subsequently. It was noted that a double leaflet medication was performed on the non-medtronic sav. The patient was unable to move one side of the arm as a result of the stroke. Per the physician, the cause of the stroke was unknown, and the valve was not a contributing factor. According to the physician, it was possible the dcs contributed to the stroke due to the dcs could not pass the sav. However, the sentinel was removed after the dcs could not pass the sav. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) (lot: unknown) ; product type: guidewire; implant date n/a; explant date n/a product ID non-medtronic guidewire (lot: unknown) ; product type: guidewire; implant date n/a; explant date n/a updated data: b5. D4. G2. H4. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.